Event description:
This is supplemental report only, ref: medwatch mw5185243. This event has already been reported to FDA, ref: MFR report number 3019216-2026-100114.

Manufacturer narrative:
This is supplemental report only, ref: medwatch mw5185243. This event has already been reported to FDA, ref: MFR report number 3019216-2026-100114.

Event description:
A customer reported that when the x8-2t transducer was removed from a patient during a transesophageal exam, the tip was still in the bent position and the patient was possibly harmed during this procedure. The transducer was associated with the epiq cvx ultrasound system. Additional information is being obtained to determine patient outcome. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
A field service engineer evaluated the x8-2t transducer in response to the customer's complaint. The engineer tested the articulation mechanism and steering knob functionality, confirming that the transducer was fully capable of articulating in all directions and was not stuck in a bent position. When articulated through its full range of motion, the transducer could also be returned to the neutral position without any resistance. No faults or operational issues were identified with the articulation mechanism, and all functional issues passed. Because the customer declined to return the transducer, no additional investigation could be performed. The system has since been returned to service, and no similar issues have been reported. No further details about the patient's clinical outcome could be obtained.